Manufacturer narrative:
The maryland bipolar forceps instrument has been evaluated by the failure analysis (fa) team. The instrument was found to have charring and localized melting on the bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The instrument grips were manually manipulated, and the maryland bipolar forceps passed an electrical continuity test on every attempt. The instrument was placed and driven on an in-house system. The instrument delivered energy with signs of arcing on all attempts. A review of the procedure logs did not indicate that a monopolar instrument was used during this case.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive has received the maryland bipolar forceps instrument; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, prior to anesthesia administration and prior to ports placement, the maryland bipolar forceps (mbf) instrument had thermal damage. The instrument was not used on the patient. The procedure was completed as planned with no reported injury.